Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that the patient came to the ER (emergency room) yesterday and was admitted to the hospital. Per the healthcare provider the patient developed weakness, increased spasticity and tenderness over the pump site. The healthcare provider had no further history and was not familiar with the itb (intrathecal baclofen) infusion system. The healthcare provider wanted to page a company representative to check the pump status as the patient was stating the pump was ¿not working¿. No further patient complications were reported.